Event description:
A report was received that the patient was experiencing pain and swelling arm. The patient was brought to emergency room twice. No medical intervention was given. The physician believed that it was procedure related.